Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Customer has indicated that the device remains implanted and is therefore not available for return to zimmer biomet for investigation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05721, 0001825034-2017-06199 & 0001825034-2017-06203. Device remains implanted.

Event description:
It was reported that the patients left hip will be revised due to the initial procedure custom implant missing from package.

Manufacturer narrative:
This report was filed in error and should be voided. The event is being reported on 0001825034-2017-06163.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. (B)(4).